Event description:
It was reported that the patient presented in clinic upon receiving patient notification alert. Upon interrogation, the right ventricular lead exhibited high pacing impedance anomaly. On (B)(6) 2017 the lead was capped and replaced successfully. The patient¿s condition before, during and post procedure was stable.